Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Do you, as the surgeon believe that ethicon product (ethibond suture) involved caused and/or contributed to the post-operative complications described in the article? Do you believe there was any deficiency with the ethicon product (ethibond suture) used in this procedure? Citation: abstracts / journal of minimally invasive gynecology. 2017; 24: s1¿s201. Doi: https://doi.org/10.1016/j.jmig.2017.08.243 (B)(4).

Event description:
Title: minimally invasive cystoscopic suture excision authors: pollard rr., petrikovets a., henderson w. Citation: abstracts / journal of minimally invasive gynecology. 2017; 24: s1¿s201. Doi: https://doi.org/10.1016/j.jmig.2017.08.243 the authors reported a (B)(6) female g3p3 patient with a history of endometriosis, pelvic organ prolapse, and stress urinary incontinence. The patient underwent total laparoscopic hysterectomy, retropubic midurethral sling, and laparoscopic uterosacral ligament suspension using 2 ethibond sutures (ethicon). During recovery and for the next several months, the patient complained of urinary urgency and frequency. She failed a trial of anti-cholinergic medication and subsequently underwent an in office cystoscopic evaluation which revealed what appeared to be an ethibond suture. It was reported that this is a simple, reproducible technique for excision of sutures and other foreign bodies from the bladder.